Event description:
It was reported to boston scientific corporation on october 14, 2021 that flexiva laser fiber was used in a procedure performed on an unknown date. During the procedure, the laser fiber stopped working. There were no patient complications reported as a result of this event. Note: this event has been deemed reportable based on the investigation finding of laser fiber broken within the connector. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. (B)(6). (B)(4). Investigation results: the returned flexiva laser fiber was analyzed, and a visual evaluation noted that the laser fiber was returned in one piece. The fiber body measured 316.3 cm from the distal tip to the proximal end of the sma connector. The exposed glass tip measured 3.5 mm and appeared in good condition. A functional evaluation revealed that there was no light present from the sma connector, indicating that there was a fracture within the connector. No other problems with the device were noted. The reported event of the flexiva laser fiber stopped working was confirmed. The reported event that the laser fiber stopped working is consistent with a fiber broken within the connector. It is likely that procedural handling of the device during set-up or use contributed to the fracture within the fiber connector. A broken fiber within the connector of the device can result in insufficient aiming beam and low laser energy output, up to a complete inability for the fiber to fire. Review and analysis of all available information indicated that the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.